Manufacturer narrative:
Unit received with currents in specifications. No unexpected failed battery test. Unit received with scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed failed battery test. Troubleshooting was performed and the insulin pump continued to alarm failed battery. No further information reported.